Event description:
It was reported that during a drainage catheter placement procedure, the silk sutures allegedly broke under a slight strain. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6f navarre drainage catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The pigtail thread was not returned with the device. Therefore, the investigation is inconclusive for the reported thread break issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that prior to a drainage catheter placement procedure, the silk sutures allegedly broke under a slight strain. There was no reported patient injury.